Event description:
While using the abc handpiece the surgeon noticed the tip of the handpiece was melting and the decision was made to stop using the device. No patient injury occurred.what was the original intended procedure?exploratory laparotomy, lso, debulking.device #1is this a laboratory device or laboratory test?no.